Manufacturer narrative:
The date returned to manufacturer was documented as oct 27, 2015 in the initial report. It has been updated as nov 10, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device exceeded the maximum temperature of 118 degrees f and had a pitch sound. It was determined that this was due to worn out motor from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the burr device continued to run when the motor device was not engaged. According to the reporter, the device was used together with the attachment device and the bearing sleeve device. There were no delays to the planned surgical procedure as spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.